Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during his automated peritoneal dialysis therapy. Per initial report, the home pt connected during prime. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or med intervention was indicated at the time of the initial report.